Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was noted on the electronics, motor, battery tube or vibrator assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that the device is exposed to fluid. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to backup plan. The customer also reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that buttons are working on and off. Customer stated that the device was submerged underwater. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer reported via phone call that the insulin pump had a moisture damage. Customer's blood glucose was unknown mg/dl. The customer was advised to discontinue use of the device and revert to backup plan. The customer insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.